Manufacturer narrative:
During investigation, the device would not power on. The device event log/alarm history was reviewed and no relevant alarms were identified. There was a smell of burning from the device. The device was opened and it was found that both the power supply printed wire assembly (pwa) and motor driver pwa had signs of burning; there was melted component material on both boards. The complaint was confirmed. The probable cause was damaged pwas. Both the power supply pwa and motor driver pwa were replaced. The mechanism was fully calibrated. The fluid shield and door were replaced. The device passed all further testing.

Event description:
The complaint/event involved a plum 360 driver italian that reportedly had a burning smell. There was no patient involvement, no adverse event or human harm, no death and no need for medical intervention. Upon opening the device for investigation/evaluation, there was a smell of burning coming from the device and both the power supply pwa and motor driver pwa had melted component material on each of the boards.